Manufacturer narrative:
(B)(4). A follow up report will be submitted after philips obtains more info concerning this event.

Event description:
The customer reported that during a synchronized cardioversion the pt went into ventricular tachycardia (vt). The first shock delivered during the synchronized cardioversion was 100j but the pt's rhythm did not convert. The second shock was 150j and after delivery of the shock the pt went into ventricular tachycardia (vt), the ventricular fibrillation (vf). The pt received chest compressions, was intubated and received two additional shocks at 200j which convert him into a sinus rhythm.